Event description:
Additional information stated that patient disconnecting the driveline, contributed to the patient's death.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section b2: corrected. Section h6 - health effect clinical code: corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the report of end stage heart failure could not conclusively be established through this evaluation. The controller event log file contained events from (B)(6)2024. The file captured the driveline being disconnected on (B)(6)2024. The driveline was reconnected approximately 35 minutes later and the pump ramped back up to the fixed speed without issue. Following the driveline being reconnected, the file captured low flow hazard alarms, consistent with the patient's outcome. No other notable events or alarms were captured. The pump appeared to function as intended at the fixed speed. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C and the patient handbook, rev. D are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. This document also addresses pump parameters, including pump flow. Section 2 of the IFU and section 2 of the patient handbook explains that if the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation. The patient handbook also explains that the pump cannot run without power and that failure to connect the driveline to a running system controller may result in serious injury or death. These documents also instruct the user to check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. Additionally, section 2 of the IFU, under "connecting the driveline to the system controller", provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient conditions can result in low flow. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", addresses system controller alarms conditions, including low flow hazard alarms, and provides information regarding how to respond to and troubleshoot alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were submitted since the patient was confused and disconnected their driveline leading to pump stop on (B)(6) 2024 morning. Log files confirmed on (B)(6) 2024 at 4:25:57, driveline disconnected events. The driveline was reconnected about 4:59:44 and the pump started up. Also, the log contained on (B)(6) 2024, low flow estimates as well as sustained low flow hazard events through the remainder of the log file. In addition, the log file captured on (B)(6) 2024, a series of power cable disconnected and low power advisory events. The events appeared to be caused by power to the mobile power unit (mpu) being briefly interrupted. The patient passed away due to end stage heart failure. The patient was on comfort measures, and the patient expired once the pump was turned off. The outcome was not considered to be device/therapy related. An autopsy would not be performed. The pump would not be explanted. It was unknown if the mpu had a v-lock connector on the ac power cord. The ac cord did not come loose at the wall outlet or from the back of the unit. There were not any known environmental circumstances that would have affected ac power at the time of the event. The mpu was not removed from service.